Event description:
It was reported that technical services (ts) was consulted regarding this pacemakers system exhibiting loss of capture (loc) for its non boston scientific right ventricular (rv) lead. Ts reviewed and discussed stored data, with no capture observed based on available data. Ts recommended further in clinic examination. This device remains on service. No adverse patient effects were reported.